Event description:
Device issue: watermelon seeding. Time of device issue: during the procedure. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the voyager nc was unable to predilate the heavily tortuous and mildly calcified distal right coronary artery as the device kept slipping despite several attempts. When the voyager nc was inflated to 2 to 3 atms, the balloon would slip out of the lesion. A dissection occurred distal to the lesion requiring a stent implant to seal the dissection. There was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, pt anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. Reportedly, the vessel was heavily tortuous and mildly calcified, which may have contributed to the reported watermelon seeding, contributing to the dissection of the distal lesion which was treated with a stent. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. In this case, a conclusive cause for the reported watermelon seeding and dissection could not be determined. To help ensure this is not the result of a mfg deficiency, various quality checks are in place to verify visual, functional and dimensional specs. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and product quality.